Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage adverse event report is being submitted due to symptoms related to diabetes - high glucose note: manufacturer contacted customer in follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for e-3 error code. The e-3 error occurred when a test strip was inserted into the truemetrix air meter. Customer stated that he removed the test strips from the vial and placed them in another container; test strip lot number was not able to be provided. Customer did not have another vial of test strips that had been stored and handled correctly. At the time of the call, the customer stated felt his glucose was high but did not disclose what symptoms he was experiencing. Medical attention was not needed at the time of the call. Customer had disconnected the call and no further information was able to be obtained.